Event description:
It was reported that during a da vinci-assisted surgical procedure, user observed sparks at the tip of the maryland bipolar instrument during use. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that no thermal damage was observed on the instrument following the sparking incident and stated that the instrument tips did not collide with any other instrument or tool during the procedure. To resolve the issue and proceed with the case, the instrument was replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.